Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. Additionally, it was reported that a cartridge alarm 1 occurred. A cartridge change was performed resolving the issue. The customer's blood glucose was 300 mg/dl. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.